Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that device could not be interrogated prior to scheduled device changeout procedure. The magnet was placed over the device which led to increase in patient's rate. Patient's rate was increased for few beats upon removing the magnet and then returned to normal. The findings were discussed with the physician. Physician was educated on using bovine instead of blade prior to the procedure. However, physician used blade for the incision which touched the device, resulting in loss of pacing. The pacer dependent patient was externally paced until the device explant and connected to cables and psa. A new device was implanted without any complication. Patient was recovering and was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the physician doesn't allege any device malfunction.